Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing and undersensing which may "affect the calculated rate of arrhythmia". The device remains in use. No patient complications have been reported as a result of this event.